Event description:
It was reported that the implant was revised in 2008 - excellent cup position and appeared to be bottomed out - implant was loose, did not have bony ingrowth.

Manufacturer narrative:
This report will be amended when our investigation is complete.